Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer patient. Product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that while trying to charge ins and there was a message on the screen ¿checking the recharger screen (89)¿. The rtm was unplugged, and the controller reset but that did not resolve the issue. The controller powered off and back on and battery removed and reinserted. The issue was not resolve. The patient reported that the ins was depleted and there was a return of pain in the right side going down right leg. It was reported that the controller was stuck on ¿checking recharger screen¿. It was reported that the controller screen was frozen.